Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "recalled from the market and also with one of the implants broken". This record is for a unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6a, d6b, h6.

Event description:
This record is for the left side. Device has been explanted and replaced.

Event description:
Patient reported "recalled from the market and also with one of the implants broken". This record is for a unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1., d.2a., d.2b., d.3., d.4., g.1., h.4., h.6., h.11.